Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Low battery alert less than 1 week found in long trace, therefore device received with unexpected battery power loss and failed battery, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm as well as battery failed alarm. Customer's blood glucose value was unknown. The customer was able to troubleshooting. The device will not be returned for analysis.